Manufacturer narrative:
Combination product: yes. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The analysis of the provided trend data, acquired between august 05, 2024 and september 05, 2024 recorded the stable right ventricular pacing impedance around 800 ohms and stable shock impedance around 75 ohms. Furthermore trend data showed lbbap and right atrial pacing impedance values stable around 500 ohms. The available x-ray image demonstrated the pocket area of the ICD system. Both bradycardia leads showed the reported constriction in the region of the suture sleeve. An indention of the tachycardia lead could not be confirmed with certainty based on the provided image. The available data indicate that the ligatures were overtightened. However, if the observed right ventricular sensing issues resulted from a tight suture cannot be conclusively determined. An analysis of the lead itself would be necessary to examine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Reportedly, upon x-ray it could be seen that all three leads originally implanted showed damage to insulation where sutures on suture sleeve were located due to overtightening of suture material. The leads were explanted.

Manufacturer narrative:
Combination product: yes. -